Event description:
It was reported that during a follow up visit cinefluoroscopy noted externalized conductors on the lead. The lead showed no evidence of electrical malfunction and remains implanted.

Manufacturer narrative:
(B)(4).